Event description:
In 2003, an 18mm pfo-hde device was implanted in a pt known to have low protein s and protein c. The pt was maintained on coumadin and aspirin therapy. In 2004, the pt had a basilar artery thrombosis while traveling and was treated with a stent and reopro plus heparin. The pt has suffered a stroke with some improvement over time. The device remains implanted and cxr the following month showed good device placement.